Event description:
The customer states that one patient sample generated a falsely elevated result with the axsym total psa assay. The patient sample generated a result of 5.49 iu/ml. Retesting of the sample generated a result of 0.00 iu/ml. The patient's previous psa result was less than 0.04 iu/ml in (B)(6) 2009. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, (B)(4) that has a similar product distributed in the us, list number 3c19.an investigation is in process. A follow-up report will be submitted when the investigation is complete.